Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and post procedural infection ("complication during removal surgery: infection"). The patient was treated with surgery (hysterectomy(partial); salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge and post procedural infection outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain, post procedural infection, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge., quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, complication during removal surgery: infection and plaintiff did not underwent essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.